Event description:
The customer reported that the insulin pump was beeping, and the battery was removed per doctor¿s instructions at the emergency room. Troubleshooting was performed. The customer stated that his insulin pump alarmed low reservoir while being at the hospital visiting his mother. The customer stated that he went back home and visited the emergency room due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The customer mentioned having a no delivery alarm because he did not have insulin left. The customer stated that he started to cramp up and his joints started to hurt. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.